Manufacturer narrative:
The date of event was inadvertently documented as (B)(6) 2017 in the initial report. The date of event was unknown. The date of this report was inadvertently documented as nov 17, 2017 in the initial report. The date of this report has been corrected to nov 13, 2017. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined trigger was blocked, jammed and heavy moving on the small battery drive device. It was noted in the service order that the device had an undetermined malfunction that was not resolved when the battery device was changed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.